Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient experienced hyperglycemia event on 18 apr 2026 and corrected with bolus.